Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter(aus) device due to recurring incontinence. The surgeon suggested that the pressure regulating balloon(prb) may have started to fail and the prb or the entire device may be revised on (B)(6) 2020.

Manufacturer narrative:
Additional information received that the prb was replaced on (B)(6) 2020. There was no device malfunction and the components were still functioning as expected but the surgeon believed that there may have been some silicone fatigue associated with the aging device and the was the possible cause of recurring incontinence.

Event description:
It was reported that the patient is requesting a revision of an artificial urinary sphincter(aus) device due to recurring incontinence. The surgeon suggested that the pressure regulating balloon(prb) may have started to fail and the prb or the entire device may be revised on (B)(6) 2020.